Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224drg defibrillator implanted: (B)(6) 2012; 6949-65 defib lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed impedance fluctuations two times the baseline, short interval counts (sic), and episodes of non-sustained ventricular tachycardia (nsvt). A lead fracture was suspected. The rv lead was explanted and replaced. During the rv lead extraction, the atrial lead was inadvertently dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.